Event description:
The user facility reported the automated impella controller purge pressure transmitter's tab was broken. This issue was discovered during a routine inspection. There was no patient involvement.

Manufacturer narrative:
The investigation has been completed. No data review was needed because it was only reported that the purge disk flag was found to be broken. The purge disk was found to be broken (missing at blue purge retainer). The cause of the issue was a broken purge disk flag.